Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly. Further testing was not performed due to the blank display.

Event description:
The customer reported that she fell in water and the insulin pump was alarming. Troubleshooting was performed and the pump alarmed without pressing any buttons. No further information was provided.